Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen. A field service engineer (fse) had disconnected all drawers in the main unit, but it was still powered off. The fse then disconnected all the drawers in the auxiliary unit, and the station was powered on. All the drawers in the main unit were reconnected, and the top drawers were hooked up. However, the station would not power up. After disconnecting the drawer, the station was powered up. All drawers except drawers were reconnected, and the station remained powered on. The fse found faulty drawer controller in the drawer and replaced it. The station was powered back on, and the drawers were tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was no power on the device. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.